Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the right electrodes. The area was described as a red rash with no broken skin. The patient's doctor recommended applying skin prep to the area. During a follow up, it was reported that the irritation was improving.